Event description:
The doctor confirmed an extravasation occured on (B)(6) 2015. The injector did not give any error codes. The patient was an woman in her 40's and she was pre-medicated with medrol and benadryl (allergy condition). Doctor recommended to her, evaluation every 24 hrs (local care). She didn't follow up 24hrs evaluation. She visited the doctor's office until 48hrs and was released by the doctor at that time. Product: optiray, the product was discarded, the information is not available. Product qty injected: 48cc of 100 cc. No additional procedural or patient details are known.

Manufacturer narrative:
Regional service sent a service engineer to check the injector after receiving report of two extravasation events. Service engineer inspected the equipment for cleanliness and damage, and finding the injector was not clean, cleaned it with warm water. Customer did not know about the daily cleanup routine so the service engineer explained to them the cleaning protocol. Service engineer then checked the injector for proper operation per service checklist (B)(4) and the injector passed all the tests, finding that the pressure limiting and flow rates were within tolerance. Service engineer did find that the 125 ml faceplate had a broken plastic ring (unrelated to an extravasation issue) and replaced the faceplate. No problem was found with the injector that could possibly contribute to an extravasation.